Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a fuzzy view on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry/flickering/distorted image, dirty objective lens, and air/water supply had white residue inside the channels. A definitive root cause for the image events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A definitive root cause for the foreign material findings could not be identified. Based on the results of the investigation, the most likely cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
It is unknown when the event occurred.